Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/14/2025, the user reported high blood glucose of approximately 400 mg/dl while using the ilet system. During troubleshooting, it was identified that the insulin cartridge contained a large air bubble and the tubing had not been filled during the prior supply change. The user was guided through a complete supply change, tubing priming, and correction of the device date/time, after which insulin delivery was resumed.